Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. It was also reported that air bubbles were observed within the tubing. The customer also reported issues with the load process and charging the battery. No further information was able to be obtained.